Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented for a scheduled device change out procedure. During the procedure, the atrial lead was noted to be fractured. The lead was capped and replaced. No patient symptoms were reported.